Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ping meter is giving inaccurate high reading compared to feeling/normal readings. The patient's diabetes is managed with an insulin pump. Reportedly, on (B)(6) 2010 at 7 am, the patient obtained the alleged inaccurate high reading. Based on the lfs meter reading, the patient took insulin and allegedly developed low blood symptom 3 hours later. At 10 am, the patient administered self treatment with food/drink. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, control solution results were not within the control solution range. Replacement products were sent to the patient. This complaint is being reported as a malfunction due to the failed control solution issue. Please refer to (B)(6) for the adverse event that was reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k #k082590.